Manufacturer narrative:
The incorrect patient demographics are due to operator error. Siemens field engineer checked the data log file between the rp405 analyzer and the rapidcomm and found that the analyzer was sending the correct patient data, but the operator was selecting the "last patient" button on the demographics screen while the sample was running. The customer was instructed to deselect the "last patient" button. Instrument is performing its intended use.

Event description:
Customer reported that different patient demographics were observed between the rp405 analyzer and the rapidcomm. There was no report of injury as a result of this event.